Event description:
It was reported that telemetry had confirmed that a critical alarm had been occurring due to 0ml reservoir volume being reached. It was stated that the patient had started hearing alarms on the prior friday, though it was noted that the date on the programmer showed the date of report. The reporter indicated that the patient was doing fine and this was due to a missed refill. In addition, it was stated that the drug in the pump had been gablofen; however, the reporter was not 100% certain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient went into the hospital as an outpatient where her pump was interrogated and refilled. It was indicated that the patient had been asymptomatic other than a small amount of increased spasticity. Though the last clinic notes said that the patient had a refill scheduled for (B)(6), there did not appear to be an appointment scheduled in the computer system. In addition, the patient's mother had thought a pump refill had been scheduled for (B)(6), but she did not come to it. There were no other medications contained in the pump at the time of the event and, at the time of report, the intrathecal baclofen treatment was ongoing.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).